Event description:
Following a prime pulmonary vein isolation procedure, the patient experienced phrenic nerve paralysis the following day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported phrenic nerve paralysis remains unknown.